Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via a merlin.net transmission with auto-mode switching episodes inappropriately triggered due to oversensing. Programming changes were made with positive results. The patient was stable before, during and after.